Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad damage. The teflon pad is torn at the distal end of the pad. There was a material missing as a result. The missing piece is approximately .0310" x 1080". The complaint regarding the plastic at the end of the tip broken was confirmed by failure analysis. The probable root cause of the teflon pad damage is attributed to use conditions.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported the plastic at the end of the tip broke during use. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: teflon pad was damaged. The instrument was inspected prior to use. Customer was dissecting when the issue occurred. The instrument did not collide with any other instrument or tool during procedure. No fragment fell inside patient anatomy. Instrument is available for return. No photographic images of the device(s) or a video recording of the procedure available for isi review. No parts were broken completely off.